Manufacturer narrative:
The returned products were inspected under magnification. Under magnification, the physical batch numbers of the 3.5mm x 14.0mm locking cortical screws (pn: col-3140-s) were confirmed. The plate used with the screws was not returned. Both screws showed damage on the head with scratching, denting and deformation on the top surface of the head, around the hex recess and along the side edges. On the first screw the first, second and third threads below the head were deformed, flattened, shiny and with anodization color worn away. The third thread had stripped away such that a thin metal fragment was hanging off of the thread itself. On the second screw the first, second, third and fourth threads were deformed, flattened, shiny and with anodization color worn away. On this screw, the third thread was also stripped away so much that a thin metal fragment of the thread was hanging off, disconnected from the thread surface. This indicates a region of the threads that has stripped. Overall, the blue anodization seems consistent besides the stripped region. It is possible that the observed stripping could be caused by drilling off-axis and inserting the screw in a way that would cause interference with the plate. No definitive conclusion can be made. Related 3025141-2025-00464.

Event description:
It was reported that when the screw was inserted, the screw thread was ground off and a piece of metal came out. The plate used was not identified. The screw could not be used because it did not lock onto the plate. No adverse event reported, no delay reported.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related 3025141-2025-00464.